Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly.

Event description:
It was reported that the patient developed an alleged infection and underwent a revision surgery on (B)(6) 2021. The following eleos implants were revised: male-female midsection (40mm). Distal femur, tibial hinge component, distal femur axial pin, and poly spacer. The following eleos implants remain implanted from the original surgery: canal-filling segmental stem (11x152mm), tibial baseplate, and canal-filling stem extension (12x100mm). No additional information regarding this adverse event has been provided.

Manufacturer narrative:
The investigation is still in process. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2021-00246, #3013450937-2021-00247, #3013450937-2021-00249, #3013450937-2021-00250, #3013450937-2021-00251, #3013450937-2021-00252, #3013450937-2021-00253.

Event description:
It was reported that the patient developed an alleged infection and underwent a revision surgery on (B)(6) 2021. The following eleos implants were revised: male-female midsection (40mm). Distal femur, tibial hinge component, distal femur axial pin, and poly spacer. The following eleos implants remain implanted from the original surgery: canal-filling segmental stem (11x152mm), tibial baseplate, and canal-filling stem extension (12x100mm). No additional information regarding this adverse event has been provided.